Event description:
As reported to coloplast though not verified, patient experienced an excision of midurethral sling from the urethrovesical junction and posterior and anterior repair.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Manufacturer narrative:
This follow-up MDR is created to document corrected information. The (2bo) restorelle direct fix a was the device implanted following the reported issue, no complaint or harm on the coloplast restorelle device.